Event description:
Event description guidant received information that the patient with this pacemaker system, suffered a syncopal episode which resulted in an automobile accident. It was unclear if the syncopal episode was a result of a pacemaker or lead issue. Evaluation of the system after the accident revealed up to a three second pause in pacing that the device was either inhibiting pacing or there was no output on the ventricular channel. The device and ventricular lead were evaluated extensively on two seperate occasions, due to loss of capture; however, no anamolies were noted. The device was programmed to an adequate 2:1 safety margin. It was unkown if the accident caused the pacing failure and loss of capture. It was noted that the patient has history of heart disease. The lead and device were then removed from service.